Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the plunger became stuck in the ilet cartridge chamber, preventing disconnection and requiring assistance to remove. The user subsequently remained off the ilet and treated with multiple daily injections, and emergency supplies were provided. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem related to failure to disconnect, with involvement of the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. No alerts or alarms were reported and the plunger was ultimately removed without adverse impact.